Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.005394 - the dentist reported that, 3 years after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. Twenty ncm of primary stability was achieved. The patient presented bone type IV.